Manufacturer narrative:
The investigation of limb ischemia and vascular damage - peripheral vessel has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-25992 as it is unknown if the initial reporter also sent the report to the food and drug administration.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant had a impella cp support ongoing for a patient admitted in with acute myocardial infarction/cardiogenic shock. The pump was placed along with extracorporeal membrane oxygenation. The limbs were bilaterally ischemic with mottled appearance. The support remained despite this for a week. The pump was explanted after 7 days and at the time of explant the vascular team had to intervene for a retroperitoneal (rp) bleed. The rp bleed prompted vascular to surgically perform a common femoral artery. The procedural outcome was the patient survived surgery.